Event description:
During a shoulder repair it was noted that metal shavings were observed in the pts joint space while lupine drill guides were being used. They believe all was suctioned out, they also state that the case was concluded successfully without further event or harm to the pt. The facility has reported in general to our rep that there were 5 other occasions of undetermined times for the same issue with the same outcome. [See associated mdrs 1221934-2006-00105, 00106, 00107, 00108, 00109, 00110, 00111, 00112, 00113, 00114 & 00116].